Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that unit shut off with and error code "1124" battery failed alarm message while in use on a patient. However, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the unit is fluctuating 13.3-16 volts in pneumatics and battery % shows 21%. Pic software is rev 1.20, battery date is 2010, noted error 1124 code in event log. The rse advised the customer that battery is aged and should be replaced to correct the issue, provided part and price for the 11ah lithium-ion battery. Investigation is ongoing.

Manufacturer narrative:
The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.